Event description:
Information received with return of the device does not address the patient's clinical status but notes capture and output anomalies. When the device was in the pocket, it did not pace.